Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. This device was placed on (B)(6), 2011. According to the complainant, during the replacement procedure, while attempting to remove the placed device, the internal bolster detached inside the patient's body. The bolster was not retrieved as the physician "believes the bolster would pass naturally." The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. This device was placed on (B)(6), 2011. According to the complainant, during the replacement procedure, while attempting to remove the placed device, the internal bolster detached inside the patient's body. The bolster was not retrieved as the physician "believes the bolster would pass naturally." The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 10 cm mark and was found to have been folded backward the proximal end. The y-port was without issue. The internal bolster was found to be separated from the device and was not returned. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The returned unit was consistent with the complaint incident that the bolster detached/separated. It most likely detached due to excessive force being used during the removal of the device. Therefore, the most probable root cause of failure is 'operational context.' A DHR review of lots 14630292 was performed and revealed no issues related to the reported complaint.